Event description:
It was reported that the patient was unable to adjust stimulation. The patient's programmer displayed a 'call your doctor icon' and a power on reset (por) condition. The por was cleared and this resolved the issue. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-60, serial# (B)(4), implanted: 2007 (B)(6), recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4), extension model 3708140, serial# (B)(4), implanted: 2008 (B)(6), extension model 3708140, serial# (B)(4), implanted: 2008 (B)(6). (B)(4).